Event description:
Unomedical reference number (B)(6). Event occurred in the united states. It was reported that patient faced 30 infusion set cannula bent event on 01-feb-2024. All the events occurred within 3 hours of insertion or sometimes around a day after insertion. The insertion site was at abdomen and upper buttock. Customer regularly rotate site location. The blood glucose level was over 100-300mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1881834 - device 4 of 30.